Manufacturer narrative:
(B)(4). Aortic neck greater than 60.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 19mm and 15mm in length. Infrarenal angulation was noted as 120 degrees. I was reported that during the index procedure it was noted that the patient had a steep angled aortic neck. After placing the main body an angio identified a type ia endoleak. The physician noted 5mm uncovered area from the right renal to the top of the main body. The physician decided to add a 23x23x49 endurant aortic cuff; however, the endoleak was not resolved. The procedure was completed. The physician stated possible additional treatment for an endo screw procedure. No additional clinical sequelae were reported and the patient is doing fine. Internal review of several returned still images confirmed that the infrarenal neck was severely angulated; >90degrees. Images also show that the bifurcate and cuff were implanted into the severely angulated neck; approximately 1cm below the renals, and a likely type I endoleak is seen. The cause of the type I endoleak was likely due to implanting within the severely angulated proximal neck.